Event description:
Patient presented to the physician with swelling and ongoing pain at the neck incision site. Imaging was performed, and the results revealed that the stimulation lead may have migrated and wrapped around the submandibular gland, causing pain. Physician brought the patient into the or, and upon surgical exploration, the findings were confirmed. Physician loosened the stimulation lead, detached the anchor from the digastric tendon, re-sutured, and closed.

Event description:
Patient presented back to the physician with continued pain at the neck and head despite having recently undergone a procedure to address the issue. Physician prescribed steroids.